Event description:
It was reported that on the second firing during a laparoscopic appendectomy procedure, the closing trigger closed with no problems and then the surgeon had trouble firing the device and heard a pop and the metal pan separated from the cartridge. Only a couple of staples were produced and the drivers fell out of the device and into the abdomen. One was found in the patient's abdomen and the other could not be accounted for. Another device was used to complete the procedure. No intervention will be done to remove the knob that remains in the patient, and the patient was discharged.

Manufacturer narrative:
Information anticipated, but unavailable at this time.